Manufacturer narrative:
This is the same event as 3010536692-2016-00364 & 3010536692-2016-00364. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient is experiencing disassociation, tibial or femoral prothesis.